Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device an unspecified number of devices experienced a jammed sleeve, resulting in sample leakage. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® blood transfer device an unspecified number of devices experienced a jammed sleeve, resulting in sample leakage. Additionally, a team member experienced blood exposure resulting in treatment at an urgent care. Treatment details are unknown. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were visually inspected for sleeve assembly, clogged cannula and foreign matter in cannula. In addition, functional inspection was performed, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information. B5. Describe event or problem: it was reported when using the bd vacutainer® blood transfer device an unspecified number of devices experienced a jammed sleeve, resulting in sample leakage. Additionally, a team member experienced blood exposure resulting in treatment at an urgent care. Treatment details are unknown. There were no health consequences or impacts reported. Imdrf annex e grid: e2105, imdrf annex f grid: f1008.

Event description:
It was reported when using the bd vacutainer® blood transfer device an unspecified number of devices experienced a jammed sleeve, resulting in sample leakage. Additionally, a team member experienced blood exposure resulting in treatment at an urgent care. Treatment details are unknown. There were no health consequences or impacts reported.